Manufacturer narrative:
Device evaluated by MFR.: premier select ous mr 16 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found struts to be lifted from their crimped stent positions on both the proximal and distal sections of the stent. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 05-feb-2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 80% stenosed, 15x3.00mm, concentric, de novo target lesion with a bend of >45 and <90 degrees was located in the severely tortuous and mildly calcified left anterior descending artery. After a 6f non-bsc guide catheter and a non-bsc guidewire crossed the lesion, pre-dilatation was performed with a 2x9 non-bsc balloon catheter resulting to 50% residual stenosis. A 16 x 3.00 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.